Event description:
It was reported that during an unknown procedure the stapling was defective. The device cut but did not stapled at all. The surgeon completed the suture manually. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.